Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported issue which was reproduced through troubleshooting the device. Evaluation inspected the pump and found it to fail for downstream occlusion testing. It was determined that the downstream tubing guide required adjustment to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion at 23.20 pounds per square inch (psi). There was no known patient injury or medical intervention associated with this event. No additional information is available.